Manufacturer narrative:
H10: one sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The black spot reported by the user was observed during inspection; however, the black spot was determined to be embedded particulate matter (epm) at the welded cassette. The epm at the welded cassettes was measured and found to be within the product specification of max allowance. As such, the epm on the welded cassette is considered as acceptable. An underwater pressure test was performed, an no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a black spot inside a homechoice cassette. This was noticed before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.